Event description:
A surgeon reports a pt developed corneal edema following intraocular lens implant surgery. The pt is being treated with a corticosteriod and antibiotics. The corneal edema has not yet resolved. The association between this event and the intraocular lens is not known.